Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip could not detached after deployment. Block h10: investigation results: the returned resolution clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly detached from the bushing; however, it's still attached to the control wire and with evidence of soft deployment. The device was returned without the over-sheath. Microscopic examination was performed, and it was found that the locking tabs were opened. No other problems with the device were noted. The reported event of clip could not detach was not confirmed. It is possible the clip had evidence of soft deployment since the clip was detached from the bushing but still attached to the control wire. Also, after a microscope analysis, it was found that the capsule had both sides damaged and lifted, consequently, the root cause of the clip assembly detachment. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event. Block h11: correction to field b5: describe event or problem.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the colon during an unknown procedure performed on (B)(6) 2023. During the procedure, the clip could not detach inside the patient body after deployment. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2023. During the procedure, the clip could not detach inside the patient body after deployment. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip could not detached after deployment.